Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Data extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. A watermark was observed at the base of the sensor tail, indicating sensor was properly inserted. The sensor was sent for further investigation and de-cased. No issues were observed upon visual inspection of the printed circuit board assembly (pcba.) The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has also been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received lower sensor scan result of 165 mg/dl compared to blood glucose readings obtained on a healthcare professional (hcp) meter of 500 mg/dl, which when plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 7 days. As a result, the customer experienced symptoms such as tiredness difficulty breathing and was unable to self-treat. The customer received treatment with IV insulin and saline, and underwent an x-ray and multiple blood tests by a healthcare professional for a diagnosis of dka. There was no report of death or permanent impairment associated with this event.